Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining intermittently false high ise results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. The results were repeated on an alternate instrument, which produced lower results and were reported out of the laboratory. The results, provided by the customer. Patient treatment was not affected in this event.

Manufacturer narrative:
On the day of the event, qc did exhibit high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) fliers. A field service engineer (fse) was dispatched on (B)(6) 2010 and performed preventive maintenance (pm) on the instrument. As of (B)(6) 2010, no further calls were made to the bci hotline by the customer.